Event description:
Caller reported experiencing a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer decided to use mdi as a backup therapy, and cts opted to replace the pump with a newer version including updated software. Before returning the problematic pump, cts instructed the caller on putting it into storage mode, confirmed the shipping address, and provided instructions for returning the pump via ups. Replacement pump was sent, and training would be available in source account. Customer understood and acknowledged all provided information.